Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while being applied to the stomach, the reload misfired. Patient was not injured or jeopardized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while being applied to the stomach, the reload misfired. The surgeon was able to press the green button and squeeze the handle. Patient was not injured or jeopardized.